Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.022, lot: f-25702, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 15. Jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Remark: non-conformity nr is mentioned on this device history record. This planned non-conformance is not relevant to the complaint condition, the non-conformance is for re-organizing the orthopedic instrumentation supply chain of depuy synthes. Nr is allowing the revision of the product drawing for the new supplier while still manufacturing at the previous revision for the incumbent supplier (B)(4). A product investigation was conducted. Visual inspection: visual inspection performed at customer quality observed that the tip of the drill bit was broken. Broken fragments were not returned. No sign of damage was observed on the remaining portions of the device except for the slightly worn connection end surfaces which would not impact the device functionality. The received condition does agree with the complaint description. This complaint is confirmed. The cause of the issue is not determined to be use error, misuse/abuse, non-compliance, post-operative trauma. Dimensional inspection: dimensional inspection of the cannulated stepped drill bit tip was performed. The internal diameter was measured and is within specifications. The outer diameter (teeth to teeth) was measured and is within specifications. Document/specification review: relevant drawing for the returned device was reviewed, and no design issues were found which can contribute to this complaint condition. DHR and material review or hardness review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Remark: non-conformity is mentioned on this device history record. This planned non-conformance is not relevant to the complaint condition, the non-conformance is for re-organizing the orthopedic instrumentation supply chain of depuy synthes. Nr is allowing the revision of the product drawing for the new supplier while still manufacturing at the previous revision for the incumbent supplier (B)(4). Investigation conclusion: a visual inspection and document/specification review were performed as part of this investigation. The complaint device was observed to be broken at the tip of the drill, thus confirming the complaint. While a definitive root cause could not be identified that contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, short proximal nailing system (tfna) nail was being inserted for an intertroch fracture over the guide wire. During the procedure, the cannulated stepped drill bit tip broke off leaving two (2) metal pieces. One was retrieved. One fragment was left in the patient. There was unanticipated related to complaint, flourish time was increased due to event. Procedure was completed successfully as planned with the delay of ten (10) minutes. Patient status is unknown. Concomitant device: tfna nail (part unknown, lot unknown, quantity 1); guide/compression/k-wires (part unknown, lot unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).